Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, 80% stenosed, proximal left anterior descending artery. No resistance was felt during advancement of the balance middleweight elite guide wire to the lesion; however, before reaching the lesion it was observed that 20 cm from the guide wire tip was separated in two pieces. The separated piece of guide wire was retrieved using a snare device. The procedure was completed with a new guide wire. A delay in the procedure was reported. No additional information was provided.